Manufacturer narrative:
The reported events were lead dislodgement, high pacing lead impedance and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil inside the connector region overtorqued with one filar broken / separated consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism was isolated to the helix being clogged with blood and overtorqued inner coil. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures, however; an internal short was noted due to the overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right ventricular lead was dislodged from its original position and impedance was very high. The physician attempted to reposition the lead however the helix was unable to extend. The lead was removed and replaced. The patient was in stable condition.